Manufacturer narrative:
Device evaluation summary: the reported battery issue was verified during service. Service technician observed that the battery cable was broken off/disconnected from the battery. The issue was resolved by replacing the batteries and fixed the disconnected cable. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the system had a battery issue and the battery cable was broken/ disconnected from the battery. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred.